Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft fracture and stent dislodgement occurred. The lesion being treated was located in the 99% stenotic, moderately tortuous and calcified left anterior descending (lad). The physician predilated the lesion with a 2.5 x 15 mm non-bsc balloon. Then, the physician attempted to cross the lesion with the 2.50 x 24 mm taxus express 2 drug eluting stent (te2). The physician advanced the device and while giving vibration to the device, the hypotube was broken off. The distal section of the device was removed from the pt and it was noted that the stent was missing. The stent was found inside of the guide catheter. It was removed with the guide catheter successfully. The stent balloon was never inflated and all pieces of the device were removed from the pt. The lesion was successfully treated with a 2.5 x 24 mm non-bsc stent. The pt condition is reported as good.